Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, described as a ¿peritoneal infection¿. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, frequency, and route were not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was ongoing. No additional information is available.